Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose values of 351 mg/dl and treated it with manual injections. The sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 351 mg/dl and the sensor glucose was 111 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 84 mg/dl, 74 mg/dl, 71 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not returned for analysis.

Manufacturer narrative:
The information provided with the initial report iwas incorrect. The correct information has been provided with this report.